Event description:
Patient on high-flow nasal cannula when the heater ceased functioning. The alarm indicated a potential equipment failure. Troubleshooting failed to resolve the issue. The device was removed from service. The patient was provided another unit.